Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the atrial lead was fractured. The lead was explanted and replaced. The patient's condition was good after the procedure.